Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used the device to clip the common bile duct. Once fired, the jaws of the applier got stuck together and would not open. The surgeon had to pull the handles apart to open the jaw and remove the applier. Once removed, there was no damage to the tissue. A new device was then used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.